Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window, broken battery tube threads, cracked case, cracked display window, cracked reservoir tube, cracked case at reservoir tube window corner and corroded battery tube.

Event description:
Customer called to report damage to the battery compartment of the insulin pump. Customer noticed that the pump had turned itself off and when trying to figure out why she noticed pieces had come off of the pump. Customer stated that the battery would not fit or stay in the pump. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.